Event description:
Additional information received stated that the procedure was completed with a different patient interface, the nim console involved in the event was tested with an other patient interface and the console was working fine.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable and fdc d1102 is applicable for nim patient interface. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: unknown, ubd: , UDI#: unknown h6: initially submitted code fdc d16 is no longer applicable and fdc d20is applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device analysis found that customer's reason for return has been confirmed, the stim board was faulty. H6: the codes fdr c0208 and img g02005 are applicable for nim patient interface. Product analysis #830681246:the device analysis found that customer's reason for return has been confirmed, the stim board was faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h6: the codes fdm b17, fdr c20 and img g02030 are applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, patient interface fault was detected. Attempting to resolve "if problem persist contact technical support" message, frozen screen when issue happened, tried cable, similar outcome. There was no patient involvement.